Event description:
It was reported that the patient was found unresponsive in their vehicle. The patient was hospitalized and intubated. The patient was non responsive to "narcan x 3." Drug abuse was suspected. It was later reported by the patient's physician that the event was not pump related. The patient had overdosed on a combination of benzodiazepines and topamax, which was confirmed with a urine drug screen. The patient recovered and was sent home. It was unknown what medication was in the pump.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).